Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: third fiber exhibited "fiber cap detachment." The fiber tip (cap) of third fiber was cleaned during the procedure. "Finished case with third fiber even though fiber cap detachment" reported.

Manufacturer narrative:
UDI #: (B)(4).

Event description:
It was reported that during a bph surgical procedure at 89,791 joules of use, ¿aiming beam fires straight out of fiber; laser began firing from tip of laser fiber¿ was noted. The fiber was exchanged and the second fiber exhibited the same issue at 517,012 joules. The fiber tips (caps) of both fibers were cleaned during the procedure. The procedure was completed with third fiber at 248,614 joules. Patient outcome: no injury to the patient reported. This report is for first fiber.